Event description:
The customer called and reported that the buttons on the insulin pump were not working, the pump started to emit a constant beep, and the battery went out. Customer's blood glucose was not known at time of incident, but had been 113 mg/dl on the night of this report. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected battery out limit alarm noted. Pump monitored for several days and no unexpected constant beep noted. All buttons functioning properly. However, found corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.